Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? What layer of tissue was being used or closed? Was the end-user a new user of this product? What do you mean by " suture is not barbed" ? Was this noticed during use on patient while suturing where barbs do not engage leading to suture slippage (non-engagement) in tissue? Or was this noticed before use on patient, while in package or during dispensing? Lot?

Event description:
It was reported that the patient underwent a colon surgical procedure on an unknown date and barbed suture was used. During the procedure, it was found that the suture was not barbed. Another device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/30/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Corrected information: investigation summary: it was reported barb non-engagement in tissue.  Twenty unopened samples of product code sxmp1b408, lot llh607 were returned for analysis.  During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were noted to be as expected. The sutures were inspected along of the strand and no defects were found. Also, ten barbs were measured, and all barbs met with the requirements. In addition, the loops were as expected. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, no barb non-engagement in tissue was found. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2018-74482, 2210968-2018-74484, 2210968-2018-74485, analysis results have been included in follow-up reports for each.